Manufacturer narrative:
H3 device evaluation: the device was returned with a shell failure. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.

Event description:
Bilateral silent rupture right side.